Manufacturer narrative:
Device was used for treatment, not diagnosis. The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the bearing of the device was corroded, and other components of the device were worn, corrode and had some debris on them. It was further determined that the device failed pretest for leakage test, check for free moving, check sticky trigger, and check function of all modes with power module. Therefore, the reported condition that the device was had no power was confirmed. The assignable root cause of this condition was determined to be traced to maintenance, which is user error/misuse/abuse. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
It was reported from (B)(6) that the handpiece device had no power when the buttons were pressed, and the battery was fully charged. During in-house engineering evaluation it was determined that the device failed pre-test for check sticky trigger. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.